Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support requesting assistance with connecting a libre 3+ sensor to the insulin pump. The patient was guided through the connection steps on the pump and the mobile application, and the sensor was successfully placed into the warm-up phase. The patient was informed of the 60-minute warm-up period and indicated understanding. It was noted that the patient had been without a sensor for the majority of the day while waiting for assistance with sensor application. During this time, blood glucose levels were affected, with a reported high of 270 mg/dl, and remained out of range throughout the day. The device provided high blood glucose alerts. The patient reported feeling fine and did not require outside assistance or medical intervention. Later, the patient¿s spouse contacted support expressing concern that the patient was not receiving insulin, as blood glucose levels had continued to rise to 307 mg/dl. The agent advised the patient to change the infusion cannula and reviewed device reports, which confirmed that insulin delivery had been occurring. After removal of the previous cannula, no visible issues such as bending or leakage were observed. The patient¿s spouse confirmed that the infusion set was replaced and that insulin delivery would continue for a monitoring period, with a plan to transition to backup therapy and disconnect from the pump if blood glucose levels continued to rise. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.